Event description:
This report is being filed to update the event date.

Manufacturer narrative:
Additional review of the data found that the fracture occurred one day earlier then reported by the field upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received a shock. Upon interrogation there was one treated and two untreated episodes due to oversensing of noise. Drifting baseline was also observed. The noise was able to be reproduced in two of the three sensing vectors when manipulating the sense b node. There was no noise in the third sensing vector. The shock impedance was within normal range. The sensing vector was reprogrammed to primary. An x-ray was taken and reviewed by boston scientific technical services (ts) which noted a likely lead issue. A lead fracture was suspected. A revision procedure was performed a few weeks later where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced. It was noted that the physician took care when removing the electrode due to the suspected fracture. Upon removal a fracture was observed. It was noted that this electrode had been implanted with a three incision technique and the physician suspected that the cause of fracture was from stress due to higher tension by suturing. The new electrode was implanted with a two incision technique. No additional adverse patient effects were reported.